Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: a review of the black box showed no evidence of a rewind issue. The returned battery cap and cartridge cap were used to complete investigation. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no issues. The pump was able to complete a full rewind, and a (B)(4) unit cartridge was correctly loaded with no issues occurring. There was no debris or damage found to the cartridge compartment. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the display screen was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).